Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable shock coil continuity around approx. 350 ohms. A warning message from (B)(6) 2024 indicate a coil continuity measurement >3000 ohms as reported in the complaint description. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Update from july 15, 2024: an intervention procedure was done with intraoperative testing of different configuration of shock vectors. The physician decided to reconnect the lead and leave it actively in place. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable shock coil continuity around approx. 350 ohms. A warning message from (B)(6) 2024 indicate a coil continuity measurement >3000 ohms as reported in the complaint description. Further provided trend data acquired between (B)(6) and (B)(6) 2024 showed slightly varying coil continuity between 900 ohms and 800 ohms. The test value was measured at 830 ohms. No warning messages were recorded. Based on the available information, in particular further information on the performed intervention, a connection problem should be taken into consideration as potential root cause for the clinically observed issue. Should additional relevant information become available for analysis, the investigation will be updated.

Event description:
It was reported high impedance values were noted. Lead removal is under consideration. Should additional information be received, this file will be updated.